Event description:
According to the pts mother, "the pt was placed on the ventilator at bedtime and the ventilator started autocycling after a couple of minutes. The ventilator was connected to an artificial lung and worked properly then placed back on pt and same problem occurred. Pt was switched over to a back up ventilator. No allegation of pt harm".